Event description:
It was reported that the patient was presented at the hospital due to pocket erosion. Swab tests were performed and the culture results came back negative with no growth present. The pocket was cleaned and pacemaker repositioned on (B)(4) 2025. The patient was in stable condition.